Event description:
It was reported to boston scientific corporation that a uromax ultra dilation balloon catheter device was used during a ureteroscopy (urs) procedure performed on (B)(6) 2024. During the procedure, the catheter shows bending damage. The procedure was completed with another uromax ultra dilation balloon catheter device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of catheter kinked. Block h10: investigation result the returned uromax balloon device was analyzed, and a visual evaluation noted that the balloon was not subjected to positive pressure. No issues were found with the balloon and the tip of the device. A visual and tactile analysis revealed that the shaft of the device to be kinked at more than one location and this damage is consistent with excessive force applied to the device. Additionally, there was no issues found with the markerbands of the device. Both markerbands were undamaged and in the correct position on the shaft of the device. No other issues were noted during analysis. With all the available information, it was confirmed that this is not a new failure type, and the risk is anticipated. There is no evidence of a manufacturing issue or design issue which could have caused the complaint. Additional information was requested with regards to the procedure, patient anatomy and lesion characteristics. No further information is available. The use of this uromax device indicates the requirement for dilation. As the device was used during a ureteroscopy (urs) procedure it is possible that it had an interaction with a stone as the user attempted to position it which would have contributed to the shaft kinks. Therefore, the most probable root cause is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code: a0406 captures the reportable event of catheter kinked.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilation balloon catheter device was used during a ureteroscopy (urs) procedure performed on (B)(6) 2024. During the procedure, the catheter shows bending damage. The procedure was completed with another uromax ultra dilation balloon catheter device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.